Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date the patient was hospitalized for peritonitis. Treatment was not reported. On an unreported date, during hospitalization the patient experienced weakness and fell. The cause of the peritonitis was unknown. At the time of this report the patient was recovered from the peritonitis event. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Date of event: the peritonitis event occurred on an unspecified date in (B)(6) 2013. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot number h13d08067 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).